Manufacturer narrative:
Lumenis investigated the reported events making reasonable attempts by phone and email with the user facility to obtain patient treatment settings, patient information, and patient photographs, however; none were provided. Lumenis was unable to confirm the report of the reported patients. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings, patient information, or patient photographs were provided by the user facility, therefore a clinical review of treatment settings cannot be performed. Additional information - sep 25 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that two (2) patients sustained a "burn reaction" to the face area following treatment with a lumenis lightsheer desire laser. No information regarding serious injury or medical intervention to preclude permanent impairment was received, except for the initial report.